Manufacturer narrative:
The customer complaint that "during rotator cuff repair, the tip of the hook broke off and was retrieved by surgical team" is inconclusive. The device will not be returned for evaluation as it has been discarded and no photographic evidence was provided; therefore, the reported issue cannot be verified. Neither a two-year lot history review nor device history record review could be conducted due to the unavailability of a lot number. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. Per the IFU, the user is advised that prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received a medwatch report ((B)(4)) from the FDA on 20may2019. An issue with the spectrum ii, suture hook, disposable, 60 degree right, qty 5, item # c6382, unknown lot, was reported occurring in (B)(6) 2019. It was reported that during an arthroscopic rotator cuff repair procedure the tip of the spectrum ii suture hook, disposable, 60 degree right broke off. As per the surgical team, the tip was retrieved. There was no issue with the care provided. Additional information obtained indicates that the actual event date was (B)(6) 2019. It was confirmed that there was no impact or injury to the male patient and the procedure was successfully completed with no fragments remaining in the patient. No additional medical/surgical intervention was required for the patient. No other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.